Event description:
Initial report was that a patient 's generator was unable to interrogate prior to replacement due to the battery having depleted several years ago. When the lead was connected to the replacement generator, low impedance was observed. The lead was then removed, the septum plug was flushed, and the set screw driver was used to relieve back pressure however the low impedance was not resolved. The surgeon decided to proceed with only a generator replacement and a lead revision surgery would be set for another date. Further information was received that the surgeon did not communicate any abnormalities on the lead during surgery. X-rays were not performed or ordered. There was no reported trauma or manipulation of the lead and the physician did not have further assessment of the low impedance. The replacement generator was programmed off after surgery. The explanted generator has not been received to date. No known surgical intervention has occurred to date (other than the noted generator replacement surgery discussed above). No other relevant information has been received to date.